Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of remote transmission it was noted that the implantable cardioverter defibrillator (ICD) exhibited far field r-wave oversensing resulting in pacing inhibition and inappropriate automatic mode switch. As a resolution programming changed were made. There were no patient consequences.